Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Insufficient information was provided for further investigation. A root cause could not be identified. No adverse events were reported.

Event description:
The user received a questionable blood urea nitrogen (bun) result for one patient sample. The initial result was 2.2 with no data flag. The repeat result on (B)(6) 2011 was 81.3 with a data flag. No adverse events were alleged regarding the event. The bun reagent lot number was not provided.